Event description:
It was reported that "the hcp failed to fire the skin stapler (staples not firing) prior to use on patient, during the pretest." No patient involvement reported.

Manufacturer narrative:
(B)(4). The customer returned one unit (B)(6) visistat 35r 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the staples were slightly misaligned. A staple was stuck in the distal tip. Upon closer examination, the staple that was stuck in the distal tip was malformed. The stapler was received with 34 staples left in the cover block, indicating that at least 1 staple was fired by the customer. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. First, the staple stuck in the distal tip was manually removed. The first fire attempt resulted in two staples firing simultaneously. One staple formed but was malformed and the other staple only partially formed. The device was disassembled and die casting anomalies were discovered on the forming tool. No other defects or anomalies were observed. It appeared that the slight staple misalignment prevented the remaining staples from consistently firing properly. The source of the staple misalignment could not be conclusively determined. Per DHR the product visistat 35r 6/box lot # 73c2301069 was manufactured on (B)(6) 2023 a total of (B)(4). Lot was released on (B)(6)2023. DHR investigation did not show issues related to complaint. The IFU for this product, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. The returned stapler revealed that the staples were slightly misaligned. A malformed staple was returned stuck in the distal tip of the device. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Two staples fired simultaneously on the first attempt to fire staples from the device. The sample was disassembled. Die casting anomalies were observed on the forming tool. It appeared that the staple misalignment prevented the remaining staples from consistently firing properly. The source of the staple misalignment could not be conclusively determined. Non-conformance was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that "the hcp failed to fire the skin stapler(staples not firing) prior to use on patient, during the pretest." No paient involvement reported.